Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's dad reported via phone call that the customer was hospitalized for hyperglycemia and diabetic ketoacidosis (dka) on (B)(6) 2018. It was reported that the customer had high blood glucose levels of 33.3 mmol/l at the time of incident. It was reported that the customer had high ketones and was drove to the hospital. It was reported that the customer's current blood glucose level was unknown at the time of incident. The customer was treated with IV fluid and was discharged on (B)(6) 2018. Troubleshooting was performed. The customer does not alleged that the insulin pump was under delivering the insulin. It was reported that the infusion set was changed on (B)(6) 2018. The customer declined to check for presence of leaks and air bubbles in the tubing and reservoir. It was reported that the customer was connected to the insulin pump when he went to the hospital. Product is not expected to return for analysis. Additional device related incidents: insulin pump (308924523); reservoir ( 308924550 ).